Manufacturer narrative:
(B)(4). Device evaluation summary: analysis of the pump found ¿motor ¿ gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor ¿ gear train anomaly ¿ stall due to shaft/bearing¿.

Event description:
Information was received from a healthcare professional regarding a patient receiving hydromorphone (17.1mg/ml at 4.528/day), clonidine (768.5mcg/ml at 203.48/day), and bupivacaine (37.5mg/ml at 9.929/day) via an implanted pump. The indication for pump use was non-malignant pain. A motor stall was seen on initial pump interrogation. The patient had not had an MRI. The patient had withdrawal symptoms that came on suddenly and was admitted to the hospital. The patient was on a pca pump and had a clonidine patch to cover him until pump replacement was scheduled. Additional information was received from a company representative and it was reported that the pump was replaced.

Manufacturer narrative:
Conclusion code is no longer applicable for this file.

Event description:
Information was received from a patient who was receiving hydromorphone, clonidine and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain. Two weeks following the surgery in (B)(6) 2015 to replace the catheter, there was a motor stall in (B)(6) 2016. Neither the patient nor the doctor, received a letter from the manufacturer regarding the pump analysis results, the patient wanted to know why the stall occurred. The patient also inquired about ¿mixing intrathecal drugs¿ and how they cause motor stalls, patient reported seeing information about how that could ruin the pumps and inquired if pump damage occurred from the car accident or from the drug. Pump recall and pertinent information was reviewed with the patient. The patient stated that the doctor was surprised that patient lived through all of it.